Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical study.treatment of left ica (internal carotid artery) paraophthalmic segment aneurysm measuring 10.77mm x 8.15mm. Post pipeline procedure, it was reported that the patient had headaches.it was reported that the patient was prescribed loxoprofen sodium hydrate for the headaches but they have not subsided.